Event description:
Caller reported experiencing multiple cartridge alarms between december 21 and december 23, 2025. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the issue and resolved it by sending a replacement pump with updated software. The customer was advised to store the current pump properly before returning it to tandem and to program settings and connect their cgm to the new pump. Customer was informed about shipping details and acknowledged all instructions.